Manufacturer narrative:
(B)(4). Brand name: uretex sup urethral support system. Catalog # 486010. (B)(6).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Multiple products. Additional info has been requested, but not yet received. Associated mdrs: 1018233-2013-00808 and 1018233-2013-00810.